Event description:
No communication to generator, generator is not responding. Ipg shows no wireless communication. Further intervention currently unknown.

Manufacturer narrative:
Date of event is estimated. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.